Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not known. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was discharged 7 days later and continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.